Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ECG electrodes non-functional) has been confirmed. Upon investigation the electrode belt ECG electrodes were non-functional. The cause for the failure was isolated to an internal shorted belt node pca. The root cause for the internal short could not be positively identified. No adverse event resulted from the damaged belt.